Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 3 7754, serial# (B)(4); product type recharger product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the implant was periodically turning off by itself on 2014 (B)(6). No action had been taken yet but was planned. It was noted that the patient had an appointment on 2014 (B)(6) at the office of the health care professional. No patient symptoms or complications were associated with the event. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Event description:
Additional information received reported the patient saw their healthcare professional (hcp) and they re-educated the patient on the patient programmer command buttons. The patient¿s husband had been inadvertently pushing the off button and shutting stimulation off accidentally. The manufacturing representative had spoken with the patient on the day of this report and the system was working very well and they had effective therapy covering the vast majority of their painful areas. The patient stated that stimulation was not turning off like it had been and they felt it was turning off from them pushing the wrong button on the patient programmer.